Event description:
It was later reported that there was no other infection, but just the gastrointestinal viral infection

Manufacturer narrative:
Manufacturer's investigation conclusion: per additional information, the account communicated the patient did not have another infection other than the gastrointestinal infection. Abbott determined that this event did not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial medical device report (MDR) has already been submitted to the united states food and drug administration. The heartmate 3 lvas instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 lvas, as well as information regarding system function. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced gastrointestinal viral infection. The patient was admitted to the hospital from (B)(6) 2025. Drug therapy and fluid infusion was performed.